Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation. While in safety mode, the patient experienced syncope and a fall while in the shower. Greater than two seconds of asystole was reported. The patient suffered a laceration to the back of the head and a chest computerized tomography (CT) scan showed a possible tenth thoracic vertebra (t10) fracture. The patient was mobile. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.